Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissues were observed on the tool jaws. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone boot insulation appeared intact with no cracks nor peeling. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed five (5) times using "max life test method" (bacon test) . The device activated and transected the tissue five (5) times with no cautery failure observed. The handle which houses the switch component was opened. No evidence of contamination or erosion on the wires and switch parts. We did not observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure to cut was not confirmed. However, the analyzed failure material twisted/bent was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro (us) vh-3000 would not cut tissue adequately. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro (us) vh-3000 would not cut tissue adequately. A replacement device was used to complete the procedure. The hospital did not report any patient effects.